Event description:
Complaint: overinfusion of heparin. The pump allowed the nurse to go outside the hard limits of 7,000 units/hr and infuse at 91,000 units/hr (900ml/hr). The incident occurred on (B)(6) 2009 beginning at 20:08. It appears from the log that the pump infused at 91,000 units/hr until the nurse caught it at 20:10. There was no pt incident due to the reported overinfusion.

Manufacturer narrative:
The device eval is underway. Results will be reported when the eval is completed.